Event description:
The manufacturer was made aware of an allegation of a thermal event involving a continuous positive airway pressure (CPAP) device in an end user's home. There was no harm or injury reported. The end user discarded the CPAP and its associated humidifier, but returned the power supply to the manufacturer for investigation. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received only a power supply and dc output cord for evaluation; the end user discarded the CPAP device and associated humidifier. There was evidence of thermal damage to the received power supply and the dc power cord. The manufacturer's investigation concludes the thermal damage was external in nature, and did not originate from the power supply itself. A review of the CPAP and humidifier device history records indicates they passed all testing during manufacturing. Neither device has been returned for service since date of manufacture. The root cause of the event is unable to be determined since no other devices were returned for evaluation. Based on the information available, the manufacturer concludes no further action is necessary.